Manufacturer narrative:
(B)(4). The device has been requested for return, but not yet received. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Description from the customer report: "about 1.5 hours after the extracorporeal circulation started, there was a rapid pressure rise at the inlet of the oxygenator. The procedure was completed without replacing the oxygenator. No adverse effects on the patient." (B)(4).

Manufacturer narrative:
The oxygenator was returned on 2016-04-18 and was investigated in the complaints laboratory at the maquet (B)(4) site. A circuit was built with an oxygenator and roller pump and the system was filled with 0.9% saline solution and operated at an acceptable flow rate. The system ran correctly and no abnormalities could be detected. The sample was then sent to the qa laboratory for performance testing and it was shown to fail the pressure drop test. This was then sent back to the complaints laboratory and a further investigation was performed. The sample was disassembled and no damage or abnormalities were found. Although the performance testing results confirm the issue reported by the customer the results remain inconclusive. There is no clear indication of product malfunction or issues with production and furthermore, the decontamination process can also affect the performance testing result. Therefore, the result does not necessarily mean there is a problem with the product. A DHR review of lot 92142193 was performed and the investigation found no abnormalities and all the controls were completed in accordance to the process control form. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).